Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 07 oct 19. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 6/17/2019 were reviewed 8/15/2019 for MDR reportability. There was no new information that would change the existing investigation. On (B)(6) 2014, the patient underwent a right knee arthroplasty due to osteoarthritis with varus knee alignment. The surgeon indicated the procedure was longer than a standard procedure due to the patients bmi of 42.69, but reported no intra-operative complications. Two depuy cement products were used during the primary operation. On (B)(6) 2017, the patient underwent a right knee revision due to tibial tray loosening at the cement to implant interface. The surgeon reported complete debonding of the cement from the tibial tray. The patella was well fixed and not revised. The surgeon did not indicate concerns with the femoral component, though the femoral component was revised. The surgeon reported no intra-operative complications. (Doi: (B)(6) 2014, dor: (B)(6) 2017, rt knee).